Event description:
It was reported the patient's scs system was removed on (B)(6) 2010. The patient alleged he experienced overstimulation from the device. In addition, the device would become hot and he experienced burning at the implant site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.